Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and post laminectomy pain syndrome. It was reported that around (B)(6) 2014 the patient felt the pump was not working properly. The patient was at 12 mg of morphine per day, had a mastectomy in (B)(6) 2014, and lost track of her refill date. Some time around then was when the patient started beeping and went to the doctor. The doctor had to make what the patient had left in the pump last for four days and dropped the patient down to 3 mg until he could get new medication in the pump. The patient was prescribed oral oxycodone, however the patient never took it because she only had 7 feet of intestine left from her pre-existing crohn's disease. No symptoms were reported.